Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating a high positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer printed circuit boards (pcb's) were defective and in need of replacement. Replacement of the pressure transducers solved the issue. The issue can be confirmed in the provided log files. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. According to the received information, the cause of the issue has been determined and was related to defective pressure transducer pcb's. The defective parts were discarded by the customer and not returned for further investigation.

Event description:
Manufacturer's ref#: (B)(4).